Manufacturer narrative:
This is one of two events concerning the same patient with different reportable events. The alleged event was not confirmed. The device was not returned to the manufacturing plant for investigation. A device history review could not be performed. Serial number was solicited but not provided.

Event description:
During routine follow up on an unrelated customer experience the peritoneal dialysis nurse provided solicited information. Patient¿s treatment results were received. Treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv) which occurred on (B)(6) 2018. The largest drain volume from this treatment occurred during drain 4 where 3693ml drained. This drain is 205% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of the prescribed fill volume of 1798ml is 3236ml. Additional information was solicited.